Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture's representative via a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had the pump pocket revised and while the patient was under the physician noticed the battery was nearing its end of life (4 months) and didn't want the patient to undergo surgery again in 4 months. The backup pump was used and the physician signed the certification after the implant.